Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2023. During the procedure, the balloon popped at 6 atm while attempting to inflate to a diameter of 20mm. The procedure was not completed and was cancelled after the patient had been sedated with local anesthesia. There were no patient complications reported as a result of this event.